Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that, approximately 5 years post index procedure the patient presented complaining of abdominal pain. A CT confirmed an aneurysm rupture. It was reported that a residual type ii endoleak had been previously observed during a follow-up. It was suspected that the type ii endoleak caused the aneurysm to expand, and accordingly, the neck was also dilated. As a result, a type ia endoleak developed, and the aneurysm ruptured. An unknown treatment was performed approximately 10 days later. As per the physician the cause of the event was due to the patient¿s vessel morphology. No clinical sequelae were reported and the patient will be monitored.